Event description:
It was reported via intl mallinckrodt distributor that inflation could not be maintained on one (1) size 8 lpc, low pressure cuffed tracheostomy tube. Limited info available. It is unk how long the device was in use or what type of device maintenance was performed. There was no reported pt compromise. The 8lpc device was returned to the MFR for identification, decontamination, analysis and investigation on 8/5/97.